Event description:
Customer states that after pressing yellow button to prick his finger, the lancet device would not retract the needle. Customer states that he did not have an accidental finger stick because the lancet device would not retract. A request for return of the suspect device was made, and a replacement was sent.